Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that starting on (B)(6) 2011, the patient was experiencing low blood glucose values during the morning between 50 and 60 mg/dl; the patient complained of being sweaty and sleepy with the lows. The pump was reviewed with the patient and health care provider (hcp); they confirmed the settings to be correct. The hcp stated that the basal segments were being adjusted to prevent lows in the morning; the basal rate was decreased from 4 to 10 am and was increased from 10 am to 5 pm. The patient also mentioned having loss of prime warnings which did not appear to be related to the patient decreased blood glucose levels. In a follow-up call to the patient, the patient indicated having continuing issues with loss of prime warnings. It was also reported that with the loss of prime warnings and the basal rates adjusted, patient experienced elevated blood glucose of 313 mg/dl with blurred vision and sweating at 1 am. Customer support advised the reporter to have the patient use a back up treatment plan. This report is made based on the allegation that the patient experienced erratic blood glucose while using insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be faded and discolored.